Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead had been programmed off due to diaphragm stimulation for years. On (B)(6) 2021, the physician elected to cap and replace the left ventricular lead. The patient was in stable condition.